Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet perforation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was successful; however, the mean pressure gradient increased to 13 mmhg. The clip was repositioned, but grasping was difficult due to difficulties visualizing the clip. During the multiple grasping attempts, a perforation was noted on the posterior leaflet. The cds was removed and the procedure aborted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported failure to grasp appears to be a combination of annular calcification and a decreased valve area, and difficulty visualizing the clip. Additionally, the reported patient effect of tissue damage appears to be due to the difficulty visualizing the clip, as perforation was noted during multiple grasping attempts. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.